Event description:
The health care provider reported a confirmed motor stall noted in the event logs with no motor stall recovery recorded. The logs showed the stall occurred on (B)(6) 2012 and had not recovered. The patient mentioned an increase in pain and the patient's husband had been hearing an audible alarm coming from the pump. No MRI was performed; an x-ray was done sometime in (B)(6). It was indicated that the patient wanted the pump removed. The pump delivered hydromorphone and clonidine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: catheter: model # 8709sc, lot # n269935010, implanted on: (B)(6) 2011, explanted on: unknown. 8835 personal therapy manager: serial # (B)(4). (B)(4).

Event description:
Additional information later reported the patient had dilaudid and clonidine in the pump. The goal of the pump therapy was to relieve pain in lower back. The patient went to hcp every week and they increased the dose. Each time the patient went to hcp and would tell them that their pain level is at level 6 or 8 on the scale 1-10 the hcp bumped up the drug a little bit, maybe at 10 %. They bumped up the drug in very minute amounts and it took almost a year to get to a point where the patient was getting 4 mg/day of dilaudid. When the patient had 4 mg of dilaudid in the pump the patient was not really functioning very well. The patient was sleeping all the time and had problems processing thoughts. Then the pump stopped working, 'pump shut down' in (B)(6) 2012. All of a sudden the patient was not getting any medication and the patient through withdrawal in (B)(6) 2012. After withdrawal ended, the difference in patient's thought processing was immediate. Per the reporter nobody figured out why pump stopped working. The patient went back and forth whether they wanted the pump because the patient could not function well with medication. The patient also reported never having therapeutic effect. The pump therapy was not doing what the patient wanted it to. The patient was not very functional and the pump therapy was not helping the patient¿s pain. The patient decided to replace the pump and fill it with saline until they could make up their mind what they wanted to do.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported the logs indicated ¿stopped pump duration may exceed 48 hours¿, tube set, alarm occurred on (B)(6)-2012.

Manufacturer narrative:
(B)(4).